Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, rupture.

Event description:
Healthcare professional reported "contracture in the left breast is grade iii", ¿signs of intracapsular rupture can be identified in the left prosthesis (signs: subcapsular line, tear sign, keyhole sign and oil droplet sign)¿, "implant rupture", and "change of shape". This record is for the left side. Device remains implanted.